Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
After implant procedure, intermittent rf telemetry was observed. The issue was resolved after successful interrogation of the device. The patient experienced no adverse health consequences.

Manufacturer narrative:
Correction: additional information received indicated that the pacemaker should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction. The intermittent rf telemetry was confirmed to be unrelated to a malfunction of the pacemaker as it was caused by external factors.